Event description:
The patient was undergoing left internal carotid balloon occlusion to treat carotid aneurysm. A tracker 18 extended tip catheter and gold latex balloons were used in the procedure. One balloon migrated, possibly due to partial deflatation, and occluded the left middle cerebral artery. Surgical intervention was necessary. The patient later died. Analysis of the balloon after removal has not been completed at this timedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.